Manufacturer narrative:
(B)(4). Medical product: unknown bearing, catalog #: unk, lot #: unk, unknown tibial tray, catalog #: unk, lot #: unk. It is unknown if the product will be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10652; 0001825034-2018-10653; 0001825034-2018-10654. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is being considered for a revision due to unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was further reported that patient underwent a revision due to multiple periprosthetic fractures caused by patient fall.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.